Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the field representative noted on the x-ray result likely something was coiled around the pocket. Technical services then discussed that if lead was dislodged this would be an issue. No further information provided. To date, lead remains in service. No additional adverse patient effects were reported.